Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The visual inspection of the returned photo depicts the single use loading unit with all the staples prefired. Visual inspection of the single use loading unit noted that all the staples were partially advanced in the cartridge. The staples were in unusable unformed condition. The pusher slots that did not have partially advanced staples were not loaded with any staples. Functionally, the single use loading unit was reloaded with staples. The instrument and single use loading unit were applied to test media with proper staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing, then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach tissue during a billroth 2 procedure, there was poor staple formation with staples not being closed. Also, some staples did not deploy. More tissue was resected and restapled to fix the staple line and complete the case. There was a tissue damage and an extended incision of not more than one inch.